Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported the patient was shocked externally, presented to the emergency room and was shocked externally again in response to events that caused syncope which were underdetected by the implantable cardioverter defibrillator (ICD). The lead integrity alert (lia) had been triggered due to high short interval counts (sic), noise and non-sustained episodes. Upon further inspection the rv lead tested normal and isometrics were done without noise production. It was noted that the sic were possibly due to an arrhythmic event that caused the patient's syncope. The device and rv lead were reprogrammed and both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).